Event description:
It was reported that the pacemaker was checked via trans-telephonic monitoring and found to be demonstrating elective replacement behavior (eri). The patient came into office and the eri status was unable to be reset. A "special lab programmer" will be used to reprogram the eri status. The device is still in use. It was later reported that the device has been restored to its baseline values. There were no patient complications reported as a result of this additional information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Review of the data indicated eri due to measurement system lockup.